Event description:
It was reported the customer had low blood glucose of 48 mg/dl, but he didn't feel low. Customer was able to bring it back up to 111 mg/dl. Customer declined being transferred for troubleshooting assistance. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.